Event description:
An eyecare practitioner reported that a pt presented with a central corneal ulcer in their right eye associated with wear of a focus night & day lens. The practitioner stated that the pt was not fitted with the correct base curve lens. Recovery was expected, but the pt has not returned for follow up care.